Event description:
It was reported that in the report that leakage was confirmed. There was no patient involvement as the event occurred during priming. There was no patient harm or adverse event reported due to the event. No disinfection, sterilization, and infectious diseases occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.